Event description:
Information received by medtronic indicated that the insulin pump had software error detected. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black; customer complained about the unit having a software pump error on event date of june 24, 2022. The device passed the displacement test and active current measurement test. Pump alarmed pump error 75 during self test on october 20, 2022 at 14:11:44.000. Device failed sleep current measurement test. Successfully downloaded history files and traces using thus. The power management tool confirmed pump error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal lithium backup battery connector on electrical board 1, the pump was monitored and pump error alarmed again. Pump error alarmed during monitoring on october 11, 2022 at 18:45:10.000 and 18:45:37.000. Pump error was present in the history download on event date of ma 31, 2022 at 00:00:46.000. Esf# na, file number=26, line number=3041. Pump error found in history on 02-jun-2022 at 06:00:00.000, 06:19:00.000, 10:00:00.000, 10:19:00.000, 14:00:00.000, 14:10:00.000, 18:00:00.000, and 18:19:00.000, and during monitoring on 10-oct-2022 at 18:00:00.000 and 18:10:00.000 and on october 11, 2022 at 16:00:00.000 and 16:10:00.000. Tested with a test p-cap and the test p-cap locked in place properly. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage. Pump error was confirmed due to software anomaly during monitoring and hardware anomaly in history. Pump error and pump error confirmed due to bad lithium battery, esr value = 2.29 ohms. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.